Event description:
Boston scientific received information that a device replacement procedure was performed. After this right ventricular lead was connected to the replacement device, initial measurements were within normal range. The pocket was closed. Measurements were again obtained and a high out of range shock impedance measurement was obtained. In "distal coil versus can" configuration, normal shock impedance measurement was obtained. A decision was made to leave this device and right ventricular lead implanted programmed in that shock vector configuration. There were no adverse patient effects reported.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.